Event description:
Paramedic was intubating a pt. At the time of intubation the pt was in full arrest. According to the co the paramedic was lifting the pt in an attempt to intubate when the blade broke clean off at the base. The paramedic was unable to complete intubation and switched to a different method. Pt did not recover.